Event description:
The gastric port was being pre-checked and filled when it was noticed there was a crimp in the line to the fill port. The defective device did not reach the pt. There was no pt injury. Pt information is not available at this time and the whereabouts of the defective device is not known at this time.